Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4592 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported by the patient that one of their leads was not working and was turned off. It was further reported that the right ventricular (rv) lead had high impedance, high thresholds, and was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.